Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that motion batteries were replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during checkout, imaging system displayed a battery level critical error message. There was no patient present at the time of the issue.